Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 26 mg/dl. While at the hosp, the customer's doctor had adjusted her basal rates. Troubleshooting was performed but could not be completed because the nurse was unable to stay on the phone. It was advised that the customer call back to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.